Event description:
During a ptca treatment procedure involving a lesion in the lad coronary artery, the maverick 2 monorail balloon was suspected to have ruptured. Guidewire resistance was noted in the guidewire lumen. Leakage was also noted from the guidewire port. The balloon would not hold pressure. Patient status is reported as good. No additional information is available at this time.

Event description:
It was further reported that during a ptca treatment procedure involving a 99% stenotic lesion in teh diagnoal branch of the lad coronary artery, the maverick2 monorail balloon lost pressure at 6 atm's on the second inflation and contrast was extruded from the guide wire port. (The port number of atm's reached on the initial inflation is unkonwn.) The patient was asymptomatic during this event. It is noted that the physician felt resistance with passing the catheter through the lesion. The maverick2 monorail balloon was removed and replaced with another maverick monorail balloon of a different size to successfully complete the procedure. A zeon introducer sheath (size unkonwn). A neo's renato (asahi-intecc) guidewire (size unknown) a medtronic zuma1 jl4 guide catheter (size unk), a medtronic zuma 1 jl4 guide catheter (size unk), and a medtronic everest inflation device were also used in this case, patient status is reported as "good".